Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. The pacemaker was explanted. There were no additional adverse effects reported.